Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(6) 2010 and performed to specification up to (B)(6) 2014. On the (B)(6) 2014 the device failed the weekly auto self-test due to a low battery. On the (B)(6) 2014 an increase in voltage suggest a further pad-pak was installed. Multiple manual power ups, mainly of ten minutes duration, where observed in the device memory between the (B)(6) 2015 and the last log entry on the (B)(6) 2015. It is reasonable to conclude that devices returned for the reported fault may be attributed to membrane failure. The random nature of the events stored in the memory and the 10 minute time outs during the course of the investigation would confirm a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The initial pad-pak performed as expected for approximately 51 months before issuing a low battery warning. Furthermore, there was a slight fluctuation on the pogo-pins, however this would not have affected the devices ability to deliver therapy. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked of this report.